Event description:
It was reported that the patient experienced a nocturnal hypoglycemic event while using the ilet system, during which the device issued low glucose alerts that were not acknowledged and subsequently cleared when glucose returned to range. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-resolution of the event as glucose normalized. Investigation included review of device logs and outreach to the patient for additional information. Investigation of this case revealed that the ilet generated and cleared low and urgent low alerts as designed, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.